Event description:
Healthcare professional reports small cut to left index finger with direct check quality control. The end user was stuck with fragment of the crushed ampule. It is unknown if the protective sleeve was in use at the time of this incident. No report of serious injury or administration of medical treatment. Medical safety data sheet provided to customer. Directcheck does not contain human blood products.

Manufacturer narrative:
(B)(4). Method: actual device not evaluated. Device history record was reviewed. No ncmrs, complaint trends identified. A CAPA was completed for directcheck starting june 2011. This lot was distributed approximately 6 months prior to implementation of a CAPA. In addition, the itc website includes a video which illustrates the preferred technique to use during activation of the directcheck assembly. Result: no results available since no evaluation performed. Conclusion: device not returned. The directcheck protective sleeve is provided as a means to reduce probability of cuts. The instructions for use indicates use of protective sleeve is required when control vials are activated. Itc has requested all data required for form 3500a.